Event description:
It was reported that the patient received several shocks over a few days from this subcutaneous implantable cardioverter defibrillator (s-ICD) and presented to two different hospitals. An attempted interrogation at one of the hospitals, was unsuccessful. A patient family member reported the following clinic was contacted, however, the clinic referred the family member to boston scientific. Technical services (ts) recommended contacting the following physician, and then spoke with the field representative. The field representative suspected the reported interrogation difficulty was due to use of an incompatible programmer. The field representative contacted the following physician. It was reported that the device was successfully interrogated, and the shock therapy was found to be inappropriate due to oversensing of noise from the s-ICD and this electrode. The sensing vector was reprogrammed and no further noise was observed. Monitoring will be continued. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that the patient received several shocks over a few days from this subcutaneous implantable cardioverter defibrillator (s-ICD) and presented to two different hospitals. An attempted interrogation at one of the hospitals, was unsuccessful. A patient family member reported the following clinic was contacted, however, the clinic referred the family member to boston scientific. Technical services (ts) recommended contacting the following physician, and then spoke with the field representative. The field representative suspected the reported interrogation difficulty was due to use of an incompatible programmer. The field representative contacted the following physician. It was reported that the device was successfully interrogated, and the shock therapy was found to be inappropriate due to oversensing of noise from the s-ICD and this electrode. The sensing vector was reprogrammed and no further noise was observed. Monitoring will be continued. No adverse patient effects were reported. This device remains in service. It was reported that surgical intervention was undertaken. The device and electrode were explanted and replaced as a result of the previous reported clinical observations. The root cause of the previous reported noise was not determined. No additional adverse patient effects were reported. The product is in possession of the hospital at this time. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified a surface crack which extended into the insulation. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured approximately 75 millimeters (mm) from the terminal pin. The fracture characteristics appeared consistent with cyclic fatigue. The fracture resulted in the observed noise, oversensing, and inappropriate shock codes.

Event description:
It was reported that the patient received several shocks over a few days from this subcutaneous implantable cardioverter defibrillator (s-ICD) and presented to two different hospitals. An attempted interrogation at one of the hospitals, was unsuccessful. A patient family member reported the following clinic was contacted, however, the clinic referred the family member to boston scientific. Technical services (ts) recommended contacting the following physician, and then spoke with the field representative. The field representative suspected the reported interrogation difficulty was due to use of an incompatible programmer. The field representative contacted the following physician. It was reported that the device was successfully interrogated, and the shock therapy was found to be inappropriate due to oversensing of noise from the s-ICD and this electrode. The sensing vector was reprogrammed and no further noise was observed. Monitoring will be continued. No adverse patient effects were reported. This device remains in service. It was reported that surgical intervention was undertaken. The device and electrode were explanted and replaced as a result of the previous reported clinical observations. The root cause of the previous reported noise was not determined. No additional adverse patient effects were reported. The product is in possession of the hospital at this time. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.